Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced on going intermittent low blood glucose (bg) levels of 37mg/dl. Cause was not known. Reportedly, the customer's spouse would bring the customer necessary items to help address the customer's bg. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.